Event description:
The procedure was coil embolization for an anterior cerebral artery (characteristics of the vessel/aneurysm was not provided). During the procedure there was great difficulty detaching the coil (orbit galaxy tight distal loop complex fill coil 7 x 21-(B)(4)) using a trufill dcs syringe ii ((B)(4)). After several attempts,the entire coil device was removed from the patient. It is unknown if the red zone or blue zone exceed on the syringe prior to use, therefore it was decided to remove the syringe. The coil was safely retrieved from the patient. Unknown if the coil and the microcatheter were removed as a unit. Afterwards, the procedure was completed without any further issues. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on both the syringes and the coil by visual inspection. The complaint product is not going to be returned for evaluation. No additional information is available. No damages were noticed on any section of the syringe, coil system hub, or lav, and none of the devices are going to be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15346434 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint the product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization of an anterior cerebral artery target site the 7x21 orbit galaxy complex fill coil (640cf0721/15346434) could not be detached using a trufill dcs syringe ii (635-002/96331146) after several attempts. The syringe was removed and the coil was safely retrieved from the patient and the procedure was completed without any further issues. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on both the syringes and the coil by visual inspection. It is unknown if the red zone on the syringe had been exceeded prior to this attempted detachment. It is unknown if the coil and microcatheter were removed as a unit. The complaint product is not going to be returned for evaluation. No additional information is available. The orbit galaxy system is not available for analysis. A review of the manufacturing documentation associated with lot 15346434 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time. Without the return of the device for analysis and based on the available information, no conclusion can be regarding root cause.